Event description:
During a procedure, the sheath aspirated air. Multiple aspirations were performed with no resolution. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.